Event description:
It was initially reported about 2 months prior the patient's device had been turned off for about 2 months and she was in pain. The patient "could not hardly use her hands and her back and legs were very painful." It was reported the patient had turned her unit off to see if she could get used to it being off. She then though her unit was in "sleep mode" and had not charged her device for 2 months. Additional information received reported the cause of the event was "patient stated spinal cord stimulation (scs) had not worked for 2 months." It was noted the patient's battery was depleted. The physician was waiting for cardiac clearance for the battery replacement procedure. The patient did not require hospitalization due to the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).